Manufacturer narrative:
The fse replaced the blower assembly and fan, air intake to address the ventilator inoperative: air valve liftoff failure. Fse performed extended self-test (est) and volume control ventilation (vcv) mode test; unit passed. Device returned to full functionality. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Event description:
The customer reported a vent inop condition; air valve liftoff failure. No patient involvement reported.